Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider stating that the need for lead replacement was first noticed in (B)(6) 2017, and the reason for lead replacement was determined to be lead migration/malposition. It was noted that the patient had ¿urge incontinence, overstimulation of the labia, and sacral discomfort¿ with no indication of when this occurred. The cause of the changes to stimulation was noted to be the ¿lead migration inward on a lateral x-ray¿, however this contradicts previously reported information that indicates these issues started after the lead had been replaced. It was reported that the replacement/revision resolved the stimulation sensation changes, which also contradicts previously reported information as the stimulation issues were reported to have started after lead replacement. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va15ljy, implanted: (B)(6) 2016, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that, ever since they were implanted, it hadn't worked. Their trial worked great but, since they were implanted in (B)(6) 2016, the implant never worked. They had tried to fix the problem all year, including meeting with a manufacturer representative (rep) and tried to change the programming, but it wasn't working. The stimulator was shut off and their doctor ordered an x-ray, which showed the wired had moved about two inches further down. The wire was replaced on (B)(6) 2017.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-33, lot# va15ljy, implanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was trying to adjust their controller and they explained they had a numbing thumb for a stimulation and they didn't feel the stimulation like they did before. Patient stated that every time they adjusted the stimulation it would stay for a while, then disappear. Then, as the stimulation disappeared, their symptoms seemed to get worse. Patient explained they would stand and had a lot of leakage. Patient had changed programs since the leads were replaced about 3 weeks prior to report. They stated they had went from 0.2 to 0.9 and the stimulation still came and went and leakage was still occurring. Patient also stated their tailbone was having bad pain and they had trouble sitting and sleeping due to this. The reported issues were unresolved at the time of the report. No further complications were reported or anticipated